Event description:
It was reported that during an infusion of taxol the set had separated at the silicone engagement and air was found in the line to the patient. There was no resultant patient complication.